Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they originally had pain down their right leg and back so they had an involved fusion surgery (which lasted 13 hours) on (B)(6) 2016 where they ¿fused I believe seven vertebrae.¿ according to the consumer they woke up coherently almost two weeks later on (B)(6) 2017 in a rehab in (B)(6) where the pain in the right leg was relieved by about 90%, but they had pain in the left leg and it was continually getting worse. It was noted they had already looked at new x-rays compared to old MRI and CT scans and couldn¿t see anything so they were looking to do another MRI, but since the consumer¿s back and right leg pain were 90% better after the fusion surgery they were going to do an MRI to see what the cause was. According to the consumer they didn¿t know ¿if there was something in the spinal canal or a nerve root was being infringed on, or maybe the paddle slipped or something.¿ it was noted that initially after implant the consumer was given high frequency stimulation, but it was far from taking care of the issue and never stopped the pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pain is not gone. The patient stated that they were recently provided with a high frequency program, which helps a little better in their legs. However, the stimulation does not have an effect on their back. The patient mentioned that their battery needs to be recharged once every 24-30 hours. They noted they are still taking narcotic pain medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.